Event description:
In 2009, the patient reported that 2 weeks ago his blood glucose was elevated to 400 mg/dl and he felt nauseated with frequent urination. He attempted to prime his infusion set and no insulin dripped from the end of the infusion tubing. He found that insulin was leaking into the cartridge compartment from a hairline crack in the infusion tubing and his blood glucose returned to normal within 6-8 hours. He stated that the infusion tubing had been in use for 5-6 days. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was discarded. The infusion device was replaced and requested to be returned for evaluation.